Event description:
Diabetic tested his blood glucose as 208 mg/dl at 6 a.m. On suspect device. He took his normal amount of insulin (sliding scale) at noon, tested his blood glucose as 181 mg/dl on suspect device. Dr advised pt to take 4 u insulin. Patient later suffered a seizure and was treated at hospital with glucose intravenous.